Manufacturer narrative:
Sample has not yet been rec'd, but was reported to be available. The sample will be evaluated when rec'd and a f/u report will be filed.

Event description:
Pump infused in 22-24 hours instead of 55 hours. Pt did not use the bolus feature. Pt experienced hypertension, delayed ambulation, complete loss of dorsi flexion (pt still had a motor block). Pt was in hospital during entire 24 hours period. Catheters removed. Date of event: (B)(6), 2010.